Event description:
Sorin group received a report that the user was unable to achieve sufficient cardioplegia blood flow during the procedure. The system was replaced with a back-up in order to complete the case. There was no further issues. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). It was also reported that the hospital is not implicating the s5 system or the s5 double head pump. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.